Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported the patient had chemotherapy infusing over approximately 700mls/hour from a 100ml saline/ chemotherapy bag and the chemotherapy leaked from y-site connection of powerloc max. A very small amount approximately 5 drops leaked out. No harm to patient. Chemotherapy was wiped and washed off the patient¿s skin. The line was connected to the bottom bung. The leakage was from the top bung. No other information was provided.